Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported an automated peritoneal dialysis patient experienced vomiting, breathing difficulties and "feeling some pain on the chest" during dwell. The patient was connected to the amia device at the time of the events. Renal therapy services (rts) asked the caregiver (cg) to stop the device immediately and then assisted the cg through the steps to perform a manual drain until empty, or to drain as much as possible. Rts also encouraged the cg to contact their peritoneal dialysis registered nurse or pd clinic. If the cg was unable to contact anyone, rts recommended to take the patient to the emergency room. Rts initiated a swap of the device and continuous ambulatory peritoneal dialysis was discussed. There was no report of a medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
The device was received for evaluation. Internal and external inspection was performed and no issues were noted. A short simulated therapy was successfully performed. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. No therapy data was available at the time of the initial report. The reported condition was not verified. Should additional relevant information become available, a supplemental report will be submitted.